Event description:
It was further reported that the event angina has been updated to non st elevation myocardial infarction.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID 2134265-2013-06452. It was reported that post a coronary stenting procedure, angina and revascularization of mid and proximal rca occurred. In (B)(6) 2012, the patient presented due to unstable angina and underwent cardiac catheterization which revealed a de novo lesion located in the mid right coronary (rca) artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. It was treated with direct stent placement using a 3.00x32mm promus element plus with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2013, the patient presented due to angina and was hospitalized on the same day. ECG revealed posterior myocardial infarction. Subsequently, the subject underwent cardiac catheterization which revealed an area of 90% in-stent restenosis of previously placed study stent located in the mid rca. It was treated with pre-dilatation using a 2.5 x 15 mm nc quantum apex balloon catheter and placement of a 2.5 x 32 mm promus element drug eluting stent. Following post-dilatation using a 3 x 20 mm nc quantum apex balloon, residual stenosis was 0%. Following post dilatation, transient slow flow with some st elevation inferiorly was noted which improved but was not resolved with ic cardizem. Additionally, 90% stenosis located in the proximal rca was treated with placement of a 3.0 x 12 mm promus element drug eluting stent, with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and clopidogrel three days post-procedure.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented due to burning chest pain and ECG revealed non-specific st and t wave abnormalities and not posterior myocardial infarction as previously reported